Event description:
It was reported that during a procedure, the drill bit was used for the proximal blocks. It worked for the first block; however, it dulled during the drilling of the second block, which complicated the procedure. Therefore, the specialist requested a replacement drill bit; since the kit only includes one of that type, it was not possible. The stock manager was contacted, but that type was unavailable. The procedure was successfully completed, causing only a two minute delay.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional narrative:he, h6: investigation summary.the product was not returned to depuy synthes, however photos were received for review.the photographs were reviewed, and the drill bit calibrated ø4.2 x-long was observed. However, no damage could be identified on the device surface, and device functionality could not be assessed through photographic investigation.the reported issue is related to functionality; therefore, the event could not be confirmed. Additionally, although the device is visible in the photographs, no visual condition or damage could be determined through the photographic review.since the device was not returned, a dimensional inspection cannot be performed.the overall complaint was not confirmed as the observed condition of the drill bit calibr ø4.2 x-long would not contribute to the complained device issue.based on the investigation findings, it has been determined that no corrective or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history lot.a manufacturing record evaluation was performed for the finished device.product code: 03.045.022-us.lot: 49070p0.it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process.the product was released on: 20 february 2025.manufacturing site: jabil bettlach.